Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 2.0 mg/ml, 30.0 mg/ml and doses of 0.5495 mg/day, 8.243 mg/day via an implantable pump. The indication for use was malignant pain. It was reported the device was interrogated on (B)(6) 2016 and the logs revealed a pump motor stall on (B)(6) 2016 at 13:05 and recovery the same day at 13:44. There was no documentation of a MRI and the cause of the stall was not known. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.